Manufacturer narrative:
The member was sent a replacement device as a resolution, and a device return was requested for this investigation. The device has not yet been returned, however should the device be returned at a later date, a supplemental report will be filed.

Event description:
The patient reported that their livongo blood glucose meter provided them a low reading in the 30's. After receiving this reading, the patient sought medical attention at a nearby emergency room where they were given glucose tablets and monitored. After taking the glucose tablets the livongo meter continued to provide low readings of <20, 38, & 24 compared to the hospital's meter readings of 95, 90 & 78.